Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/10/2017. Device evaluation: the sample is inspected by a qualified final inspection operator using 12x magnification. The lens is contaminated. It could be seen that one haptic was missing and there was a scratch on the posterior and anterior side. The reported issue was verified. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted; or explanted give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the technician noticed a scratch on the intraocular lens (iol) prior to loading. There was no patient contact. No additional information was provided to abbott medical optics.